Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The first supplemental stated that "the pump was exercised for 94 hours with no delivery issues." Correction: the pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The data for the time of the reported blood glucose excursion is not available for review due to continued pump use. The pump was exercised for 94 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was peeling around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the pt experienced constantly elevated blood glucose readings (300mg/dl to 400 mg/dl) for about 5 days. A family member stated that the pt's most recent blood glucose was 320mg/dl with nausea and medium to trace ketones. She said that the pt was given correction insulin via the pump and syringe; the pt's blood glucose has not resolved to target levels. The family member and pt reviewed the blood glucose excursion with customer support and found no problems with the infusion sets. Tubing or cartridges. The insulin was the correct type and not expired or cloudy. The pump settings were correct, there were no relevant alarms in the history, and the basal/bolus insulin delivery history is accurate. There was no report of missed boluses, carbohydrate counting is accurate, and no illness, new medications, or changes in diet or activity levels. F/u contact with the family member indicated that the blood glucose levels were resolved and the pt's physician made adjustments to the pump settings. In conclusion, the pt's blood glucose excursions were likely caused by the use of a pump with settings that had not been reviewed and adjusted in a timely manner.